Event description:
It was reported that the battery longevity indicator showed an estimated longevity of only 6 months. However at the last check, half a year ago, the estimate was 2.5 years. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).